Event description:
Olympus medical system corp. (Omsc) was informed that during crushing calculus in the bile duct the doctor grasped the target calculi with basket and attempted to crush it but the tube sheath was deformed and the coil sheath got stuck in the tube sheath. The doctor crush calculi with emergency handle and completed the procedure. There was no patient injury reported regarding this report.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the basket wire broke and there was a compression buckling in the tube sheath. The length of the tube sheath was within standard. The basket and its roots were deformed. As the checking of the manufacturing record for the same lot, nothing abnormal was detected. According to the investigation, omsc assumes that the tube sheath was not completely covered by coil sheath due to inadequacy slide operation and crushing calculi with the condition caused by the compression buckling in the tube sheath. In addition, the basket got stuck in the distal end of the tube sheath and was not retracted to the coil sheath and this led to the impaction. This report is being submitted as a medical device report in an abundance of caution.